Event description:
It was reported by the patient that she underwent nerve resection and compression of her right foot on an unknown date and suture was used. She developed a rash, itching, and raised pustules along the incision line. Patient complains that this is painful and she is unable to wear shoes. She will be seen by an allergist for testing.

Manufacturer narrative:
(B)(4). The patient is undergoing patch testing with suture. It was reported that the area does not seem to want to heal.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.